Event description:
It was reported the patient's ipg was inoperable since the patient had not charged in some time. The patient was scheduled for an ipg replacement. During the procedure, the patient decided to have his entire scs system removed. The patient stated he no longer has pain and did not want the burden of charging. The patient's entire scs system was removed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.